Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic splenectomy. According to the reporter: upon removing the port, the surgeon noticed the port was broken. There was no report of pieces falling into the cavity or impacting the pt. No additional bleeding and no tissue damage were reported. No pt injury was reported. No additional info available at this time.